Event description:
Revision surgery - due to lack of rotator cuff deficiency.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 4.25 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. Ncmr 11998 showed (B)(4) parts (part number: 520-00-010) flagged for a surface finish issue, the parts were accepted with the justification "use as is (uai) the bead blasting was called out for consistency of appearance. This is not a functional requirement but is intended to ensure consistent appearance only." Ncmr 12006 showed (B)(4) parts (part number: 520-00-010) flagged for a surface finish issue, the parts were accepted with the justification "uai the bead blasting was called out for consistency of appearance. This is not a functional requirement but is intended to ensure consistent appearance only." A review of the product complaint report history showed this is the first complaint for this part from this lot. The root cause for the instability could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.